Manufacturer narrative:
Correction: d4 unique identifier (UDI) #.additional information: d9, h3, h6, h11.h11: the device was received for evaluation. During functional testing, the slide clamp was inserted and there was difficulty opening the door; the reported condition was reproduced. Further inspection revealed dried fluids on the door latch bar. Once the door was opened, there was difficulty closing the door due to the latch bar stuck in the open position. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was due to presence of dried fluids on the door latch bar. The lvp mechanism requires replacement to address this issue. However, a door not opening/closing, or door not fully latched does not occur or otherwise interrupt an active infusion, as the door has to be physically opened or being closed for the issue to manifest. The door not opening would occur after the infusion was paused or stopped by the user; and the door not closing/not fully latching would occur prior to starting/re-starting an infusion (i.e., IV set change, clear air in line, start a new infusion). If the door was unable to open or close after the pump was stopped or at the start of therapy, the user may need to obtain a new IV pump. This would represent a delay in IV therapy; however, it is unlikely a delay in therapy would cause a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novumiq large volume pump door did not open when the blue clamp was inserted. This occurred during testing in the biomed service department prior to patient use. There was no patient involvement. No additional information is available.